Event description:
It was reported that the procedure was to implant a minivision 2.5x28 in a lcx stenose. The stent delivery system (sds) was prepared and delivered to the stenose without any problem. When attempting to see the exact position of the stent, there was no stent observed on the system. The sds was removed from the pt without any problem. A thorough attempt was made to locate the stent, but it could not be located in the pt under angiography, in the packaging, or anywhere else. It was thought that there was never a stent on the device. There were no pt effects reported. A cine of the procedure was returned for review. This is being reported based on the analysis of the returned device which revealed crimp marks on the balloon, indicating that a stent was originally crimped on the balloon and may have dislodged during unpacking.